Event description:
It was reported that video system center had grainy image. The event occurred during an upper gastrointestinal (gi) diagnostic examination while the patient was under sedation. The intended procedure was completed using a same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.